Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged receptacle) was confirmed. As received, the belt receptacle was pulled from the monitor case, damaging internal wires. The root cause of the damaged receptacle and wires is excessive force placed at the receptacle. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that the belt receptacle on a patient's monitor was loose.